Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Has port site healed? What was the indication for port site insertion? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device product code and batch number associated with this event is not known. The customer reports the following possible product codes and batch numbers: j417h possible lot unknown; manufacture site: (B)(4). J416h possible lot lpm114 mfg date: 12/1/2017, exp date: 11/30/2022; manufacture site: (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that patient underwent port placement procedure on (B)(6) 2018 and suture was used. It was reported the tissue was normal and healthy at time of port placement. On (B)(6) 2018 the patient presented to ed with purulent drainage from right neck access site. Attempts were made to remove suture on (B)(6) and (B)(6) with no evidence of deep infection. An additional procedure was performed and suture that surfaced were removed on (B)(6) 2018. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: 06/29/2018 additional : the actual device product code and batch number associated with this event is not known. The customer reports the following possible product codes and batch numbers: batch (B)(4); mfg date: (B)(6)2018; exp date: 12/31/2022 batch (B)(4); mfg date: (B)(6)2017; exp date: 11/30/2022 the device history records were reviewed for the possible lots and the manufacturing criteria was met prior to the release of these lots.